Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an attempted implant, it was noted that atrial oversensing occurred intermittently each time the right atrial (ra) lead was placed into the header. The atrial lead pin was removed twice and tested within normal parameters. The ra lead was reinserted into the header of the device, however oversensing was still detected by the device. The device was removed and replaced successfully. The ra lead remains in use. No patient complications have been reported as a result of this event.